Event description:
Correction: per MFR device registration system it was replaced on (B)(6) 2013 and not on (B)(6)2013 as reported previously.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was later reported that, after ¿several faithful years of service¿, the pump battery died. Normal battery depletion occurred. A replacement was done on (B)(6) 2013. The patient experienced an increase in spasticity. The patient also had a urinary tract infection with urosepsis simultaneously. The patient recovered without sequelae and was without injury at the time of the report.

Manufacturer narrative:
Analysis found the pump reached eos due to time progression. No significant anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was not malfunctioning but it had reached end-of-service on (B)(6) 2013. The patient went into withdrawal and was given 20mg of oral baclofen (schedule not specified) which was effective. The pump was scheduled to be replaced on (B)(6) 2013. Drug delivered via the device was baclofen (lioresal). It was later confirmed that the pump was replaced on the set date and per reporter patient was now receiving therapy-effective therapy. The pump was not to be returned to the manufacturer.